Event description:
It was reported that (1) tsw45 was used during a laparoscopic assisted vaginal hysterectomy procedure. It was reported by the rep that the surgeon fired second firing of tsw45 and found the staple not fully formed. There was bleeding from the staple line. The surgeon completed the case with convert to open.